Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding customer was suffered several diabetic seizures that resulted in falls all leading to significant physical injuries and hospitalizations from the attorney of the family. Customer was hospitalized in the month of (B)(6), 2019. Blood glucose level was 50 mg/dl. Customer stated that the retainer ring was cracked but reservoir was able to lock in place. Customer was treated with glucose. Insulin pump will be returned for analysis.